Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported : when the 18fr manta device was introduced into the manta sheath the valve kicked back the bypass tube. We were not able to insert the bypass tube into the sheath. We had to open another manta device and exchange manta device for a new manta. Second 18fr manta device worked better.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered moderate resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would not sit firmly in place when introduced into the sheath; the bypass tube would bounce back out from the hemostatic valve. Some bending occurred to the bypass tube when it met with resistance. The first manta device was removed, and the first manta sheath remained in place. A second manta device was opened and deployed without complication, achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.